Event description:
It was reported, the front-actuated grip type s exhibited exposed metal under worn teflon pad. The issue occurred during set up/inspection for use. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 corrected fields: d3, d10, g1, g2 the device was returned to olympus for inspection, and the reported failure was confirmed. The teflon pad was worn with charred marks which caused metal exposure to the jaw. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.